Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The pump was tested battery cap. The pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit or battery test failed alarms or black display or strange noise noted during testing. The pump had completely broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot at battery tube threads area, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump blacked out. The customer stated that the pump was neither exposed to extreme temperatures. The customer changed the battery and the screen stayed blank. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.